Manufacturer narrative:
(B)(6). An event regarding patient pain involving a triathlon knee system was reported. The event was not confirmed. -medical records received and evaluation: clinician review of the provided records concluded "in this morbidly obese patient there is no indication that factors of faulty prosthetic component design, manufacturing, or materials are responsible for any clinical problems." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review was not performed as no product specific failure mode was identified. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Cat. No.: 5521-b-200, tri ts baseplate size 2, lot code: hkhna. Cat. No.: 5510-f-202, triathlon cr fem comp #2 r-cem, lot code: ebadj. Cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: r882. Cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mbu020.

Event description:
The spouse stated that the patient went to physical therapy after surgery. Since surgery, patient has been having a great deal of pain and is taking motrin all the time.

Event description:
The spouse stated that the patient went to physical therapy after surgery. Since surgery, patient has been having a great deal of pain and is taking motrin all the time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.